Event description:
Customer reported an abo discrepancy on a pt sample. A premature newborn tested as ab when using unwashed red blood cells. With washed red blood cells, the same sample tested as a. Add'l samples taken during the next two days also tested ab using unwashed red blood cells, and a using washed red blood cells.